Manufacturer narrative:
D10 concomitant products: 030458, 030458 endo gia r/or 60 3.5mm, (lot number: t2l057x) 030458, 030458 endo gia r/or 60 3.5mm, (lot number: t2l057x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the jaws of the first reload broke and disengaged, but it did not fall into the cavity. The jaws of the second and third reload broke, but the jaws did not disengage. A new device from a different manufacturer was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the interlock was overridden, the loading unit was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The interlock was tested and found to function properly. It was reported that during a laparoscopic low anterior resection, the jaws of the first reload broke and disengaged, but it did not fall into the cavity. The jaws of the second and third reload broke, but the jaws did not disengage. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur during application over tissue that is beyond the recommended thickness range and during application with an obstacle incorporated in the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.